Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (41 mg/dl). The cause for the reported low bg level was unknown. Customer addressed low bg levels with soda and a banana. Customer stated that bg level might not have been an accurate reading as the bg meter being used to check bg levels might be inaccurate. However, this could not be confirmed. Multiple follow up attempts were made in an attempt to verify if the reported bg level was confirmed to be accurate; however, the customer did not respond.